Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 469 mg/dl. Customer stated that their sensor did not calibrate because of high blood glucose level. Customer was not wearing sensor and it had caused their blood glucose to go high. It was unknown if the insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.